Event description:
It was reported that a caucasian female patient underwent breast augmentation procedure with a 475cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient experienced left sided deflation, and right side was intact, and underwent bilateral replacement surgery. The replacement devices used on (B)(6) 2022 were catalog number 3501680; serial number (B)(6) on the left side, and catalog number 3501680; serial number (B)(6) on the right side. Corresponding codes have been updated under section h on this report since right device was intact. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).